Event description:
It was reported that due to the length of time needed for the customer to enter their personal profile settings, the customer's blood glucose level increased.

Manufacturer narrative:
The prod has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.